Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing detached from connector on (B)(6) 2022. The blood glucose level of the patient at the time of event was 120 mg/dl. The issue occurred with 2 different type of infusion sets and the issue was noticed immediately. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.